Event description:
The customer reported to a baxter sales representative that the clearlink secondary medication set would not flow when connected to the white port of an unknown product. This reported condition occurred during patient-use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.